Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the iris seal of the hap02 device was torn. The iris seal exhibited three tears. The initiation site for each tear was adjacent to the inner upper seal ring and propagated vertically to the middle of the iris seal. No functional testing could be performed due to the condition of the returned device. Although the iris seal is torn, the opening and closing mechanism could be tested and it functioned as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was opened and a tear was discovered (no piece was missing). This device was never used on patient. The case was completed with another device of the same product code. There were no patient consequences reported.